Event description:
Boston scientific received information that this left ventricular (lv) lead may have the terminal pin inserted into the right atrial (ra) lead port in the header. Additional information indicated that the leads were not reversed in the header. The patient underwent a revision procedure for a new competitor's ra lead. The patient then developed an infection and the entire system was explanted.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.